Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a systems diagnostics test at a routine office visit resulted in high lead impedance indicating a possible lead break. Patient was asymptomatic. Review of x-rays by physician revealed the "superior wire is fractured approximately 2 cm from the electrode" site. Cause of lead break is unknown. Revision surgery is scheduled. No serious injury was reported.